Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff placed the endoscope in the patient camera port and noticed that the image was blurry. The endoscope was removed and a lens was observed missing from the endoscope tip. The missing lens could not be found and the planned surgical procedure was completed. An MRI was later performed, and the missing lens was not located. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM found that the scope had been damaged from an impact of a stroke / hit at the proximal and distal end. As a result, the objective is damaged and the distal window is lost. Per the information provided by the initial reporter, the blurry image was noticed upon endoscope insertion, suggesting that the lens could have already been missing before the endoscope was placed in the patient.